Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s ¿unit¿ all of a sudden stops and then kicks off with a ¿vengeance¿. The patient was told that the company representative¿s ¿computer¿ was not reading the device and it should not be doing that. It was noted that reports were ran. The problem with the ins shutting down and kick back up occurred yesterday. He had to stand still for a moment because ¿it¿ was so strong when it came back which has been happening for the last few ongoing weeks. It was clarified as a surging and overstimulation sensation. He did not have a fall or trauma. It was noted that a few weeks ago he walked thru a body scanner but the problem started before that. He was able to tell when the therapy increases because he has the device set really low. When he goes to bed at night and lays down the device shuts to the level he wants it but it has been happening when he was walking around. It was confirmed that there was no issue with the recharger or patient programmer. It was time for him to charge. He has an appointment with his health care provider on (B)(6) 2013.

Event description:
The patient still has concerns regarding his device or therapy as of (B)(6) 2013. He has an appointment scheduled for (B)(6) 2013.

Event description:
The patient¿s device shut down by itself the other day and when he turned it back on the settings had changed. He adjusted his device with his patient programmer and was able to get his settings back again. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).